Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the programmer was confirmed. The programmer housing was damaged and was replaced. The programmer will not power up. The c102 was shorted and was replaced. The programmer had a system error and was repaired. The programmer passed all incoming test and was repaired.

Event description:
It was reported that upon turning on the programmer, the company representative heard a pop sound and then smelled smoke. The programmer was not responding. The programmer was returned. No patient involvement was reported.